Event description:
Staff nurse found the catheter at the hub. Called the PICC nurse. No details documented. The catheter was exchanged with a new one. The catheter was pulled out successfully from patient during the exchange process. There was no patient injury, patient is currently is stable condition.